Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient called to report that cartridge supplies began leaking unexpectedly after having used the pump for over a year without prior issues. The patient was guided through their usual supply change process and was advised to insert the connector into the cartridge after the cartridge was placed inside the pump rather than outside of it. The patient was advised to call back if blood glucose levels did not decrease, following the corrected supply change. During the event, the highest reported blood glucose level was 320, and blood glucose remained out of range for approximately 12 hours. The blood glucose level was able to be corrected by performing a supply change, which resolved the leaking issue according to available reports. The device alerted for high blood glucose during the event. No outside assistance or medical intervention was required, the patient did not experience any symptoms, and no ketone testing was performed. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.